Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was unable to walk after the implant procedure. The device was removed and additional surgeries were performed. The patient is currently recovering in a rehabilitation facility.